Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) too numerous to count (tntc) as comprising of the following 5 isolates: positive rods - bacillus simplex, variable rods - paenibacillus lautus, positive rods - bacillus pumilus/safensis, positive rods - bacillus pumilus/safensis, positive rods - bacillus pumilus/safensis. Study number: (B)(4). The duodenoscope has not been returned to pentax medical for evaluation as of 17apr2019.